Event description:
This will be filed to report the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to <1. The patient returned to the hospital on (B)(6) 2022 in respiratory distress and died the next day from heart failure. Per the physician, the patient death was possibly related to the mitraclip procedure as the ejection fraction (ef) decreased too much post clip implant and the patient did not have the reserved to tolerate. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported respiratory distress (hypoxia) and death appear to be cascading events of the heart failure. A cause for the reported heart failure could not be determined. It is possible that worsening patient condition after the mitraclip procedure contributed to this event; however, this cannot be determined. Additionally, the reported patient effects of hypoxia, heart failure, and death are listed in the mitraclip g4 system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances, as the patient was hospitalized due to the respiratory distress. There is no indication of a product issue with respect to manufacture, design, or labeling.